Manufacturer narrative:
Correction: please note the implantable neurostimulator (ins) identity has been updated at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that electrode #1 had a high impedance of ¿>10000¿ ohms when measured at 0.7 v with electrode 0 as a reference electrode on (B)(4) 2018. The cause of the abnormal impedance and damaged lead was ¿unknown¿ as of (B)(4) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that abnormal impedances were measured with electrode #1 and that the ¿lead was damaged.¿ it was noted however that since the #1 electrode was not used for the patient¿s therapy that no issues with the patient were noted. There were no interventions or actions taken; no surgical interventions were planned or performed and the patient was alive with no injury at the time of report. The issue remained unresolved at the time of report. No further complications were reported or anticipated.